Manufacturer narrative:
According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthropaedics and related research (how to treat the stiff total knee arthroplasty? A systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device history records will not be performed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02743, and 0002648920-2021-00288. Medical devices: articular surface size yellow/c-h 12 mm height catalog#: 00595203012 lot#: 64915860. All poly patella standard size 35 mm diameter 9.0 mm thickness cemented catalog#: 00597206535 lot#: 64825527. Tibial component pegged precoat size 3 catalog#: 00597003501 lot#: 64777592. Biomet bone cement r 1x40 us catalog#: 110035368 lot#: h0203z36aa. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right knee manipulation under anesthesia approximately two months post-implantation due to adhesions and decreased range of motion. At the next follow up visit, the patient had full range of motion. Attempts to obtain additional information have been made; however, no more is available.